Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of september 30, 2015, there has been no response from the user facility. (B)(4). The carefusion field service representative evaluated the device and determined that the cause of the reported event was that the device¿s o2 sensor was faulty. The carefusion field service representative replaced the o2 sensor and ran the device through a complete check out per the service manual to ensure the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A user facility representative reported that while in use on a patient the device's fio2 setting was changed from 50% to 70% and the monitored fio2 reading remained 50%. The patient was removed from the device and placed onto another device. It was reported that there was no change in the patient's saturation level or distress during the incident.